Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2003 due to stress urinary incontinence. It was reported that following insertion the patient experienced dyspareunia, diverticulosis, vaginal and rectal bleeding, recurrence of stress urinary incontinence, chronic bladder and yeast infections, constipation, bowel obstruction, diarrhea, bowel incontinence, irritable bowel syndrome, ulcerative colitis, pelvic trauma, hypertension, wound healing problems, skin rash, hemorrhoids, vaginal, pelvic, abdominal back and leg pain, obesity, and worsened diabetes after mesh implant. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced dyspareunia, diverticulosis, vaginal and rectal bleeding, recurrence of stress urinary incontinence, chronic bladder and yeast infections, constipation, bowel obstruction, diarrhea, bowel incontinence, irritable bowel syndrome,ulcerative colitis, pelvic trauma, hypertension,wound healing problems, skin rash, hemorrhoids, vaginal, pelvic, abdominal back and leg pain, obesity, and worsened diabetes after mesh implant. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced fatigue, bloating, frequent urinary infections, frequent urination, and generalized weakness in all her extremities.

Event description:
It was reported that following insertion the patient experienced fatigue, bloating, frequent urinary infections, frequent urination, and generalized weakness in all her extremities.